Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The automated impella controller along with data logs were received for analysis and evaluation. The imc logs from the complaint date revealed that the console issued purge disc not detected alarm twice. During the device analysis, the console was examined after arriving, and a broken purge disc flag was identified. Product history review was completed, and the no action was required as a result of the review. In conclusion. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue.

Event description:
The complainant reported that the automated impella controller (aic) was unable to recognize purge disk during pump priming. Priming was retried; however, still the aic was unable to recognize purge disk. Consequently, the aic was exchanged and support continued for the patient. There was no harm to the patient as a result of this event.